Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: november 14, 2019 - november 15, 2019. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the coil cap was separated from the housing. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a japanese infusor sv (small volume) separated from the housing. This was identified after use at the hospital during an unspecified process step. There was no patient involvement. No additional information is available.